Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flow sensor had an intermittent connection problem. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to operate as intended throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.